Manufacturer narrative:
Nothing is being returned for evaluation; the complaint device has been discarded at the facility. There are no other complaints of any kind in the mitek complaint system for this device/lot. The device is approximately five years old; we attribute its failure to fair and wear through age/usage. At this point in time, based on customer impact and complaint rate, we consider this issue to be an anomaly. No corrective or further action is warranted.

Event description:
The sales rep reported during an arthroscopic repair, a portion of the distal tip of the knot pusher broke off into the patient's joint space. Fragment was easily retrieved and the procedure was successfully completed without harm or issue to the patient.